Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this patient went to the hospital complaining of feeling "heavy" in the chest. An echocardiogram revealed that this right ventricular (rv) lead had perforated the right ventricle. A revision was performed. Attempts were made to reposition the rv lead; however, the helix would not operate due to tissue caught at the electrode end. The rv lead was extracted and irrigated. The helix was then tested and it was able to be extended and retracted. The rv lead was reinserted into the ventricle, but the helix would not extend. As a result, the rv lead was extracted and successfully replaced with a new rv lead. The patient was stable following the procedure and during the post-operative check one day later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned with the stylet inserted into the lead lumen. Visual inspection of the lead noted two setscrew marks on the terminal pin. There was electrocautery damage in the insulation. The helix was retracted and there was dried blood noted in the helix housing, rendering the helix mechanism inoperable. The stylet was unable to be removed as it was stuck inside the lead, most likely due to dried blood/body fluid. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. X-ray review found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and did not identify any lead characteristics that would have caused or contributed to those observations.